Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported that the device was placed on (B)(6) 2016 for management of copious diarrhea with moisture associated skin damage (masd). On (B)(6) 2016, a partial thickness pressure ulcer was noted to the external rectal mucosa. The wound appears to be external only and measures approximately 2.5 x 3 cm; matching the width of the catheter at the base of the anus. There is superficial skin loss at the base of the anus. Reporter checked the retention balloon and states it is "well within the rectal vault and there is no more than 45 ml of fluid instilled." The patient is on a pressure-redistribution mattress and has only been up to the chair twice since the device was placed and not recently. Reporter recommended treatment with topical zinc oxide barrier cream and removal of the device. The patient's wife does not want the device removed due to the copious diarrhea as it has allowed most of the masd to heal. At report date it had been decided to allow the device to remain in place. Reporter stated "no further diagnostic testing or treatment will be indicated." No further information was provided.